Event description:
Since late 2009, we have experienced continued problems with this medical device: radiometer (B)(4) flex co-ox for point-of-care pt blood gas analysis. I fear for the safety of out pts, based on lack of reliability, excuses without issue resolutions, lack of accountability to produce a product that performs according to 510-k- submissions, no customer warnings/notifications when product problems are identified by manufacturer or when numerous customer complaints are received on the same issues. Descriptive documentation available for the following product problems, none of which included any recalls: software changes without full disclosure of revision purpose or effects on analysis, glucose reference electrode portion of the glucose sensor had major manufacturing changes, potassium solutions not meeting manufacturing batch requirements per sales rep, device fail to function during pt open-heart cases, clia failures on proficiency testing blind samples for glucose, po2, pco2, repeated service calls without satisfactory resolution, free product provided which fails to perform just as that which it replaced.